Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photo inspection was inconclusive as it did not provide enough objective evidence for the reported issue. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a leak "from the lower chamber." The device was being used with an unknown chemotherapeutic drug. This was found during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.